Event description:
Patient was brought to the operating room in stable condition having received intravenous antibiotics. The patient received general anesthesia and was intubated. The abdomen was prepped and draped in sterile fashion. During the procedure, the sureform 60 device was used. Per circulating rn: the buckle on the sleeve prevented it from being extracted from the trocar. Device was changed with another one, and the procedure continued and was completed without further incident. No patient harm. Manufacturer response for system, surgical, computer controlled instrument, sureform (per site reporter): device has been sent to surgical coordinator in materials management for processing/ return. Surgical coordinator for robotic surgery has informed representative for intuitive surgical.